Event description:
It was reported that the patient was shocked 29 times because of nonphysiologic sensing of noise causing the device to charge and shock. Insulation was visually compromised and fluid was seen under the insulation. The lead was capped. The patient reported anxiety due to a lead malfunction that 'sent terror' into her life. She reported being traumatized by the 29 shocks due to a device 'misfire'. She said the lead was found to be defective and was replaced and the ICD was also replaced because the shocks had shorted its longevity. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary no anomalies found; partial lead returned in segments. Other: it was reported that the patient was shocked 29 times because of nonphysiologic sensing of noise causing the device to charge and shock. Insulation was visually compromised and fluid was seen under the insulation. The lead was capped. The patient reported anxiety due to a lead malfunction that 'sent terror' into her life. She reported being traumatized by the 29 shocks due to a device 'misfire'. She said the lead was found to be defective and was replaced and the ICD was also replaced because the shocks had shorted its longevity. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed, mechanical tests performed; visual examination: device performed according to specifications. No conclusion can be drawn, insulation, hole(s) in, interference performance sensitivity shock, inappropriate blood contaminated device device failure defective device.